Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant procedure, resistance was felt and the lead did not advance smoothly through the inner catheter. The catheter was not used and was replaced. No patient consequences were noted.